Manufacturer narrative:
(B)(4). The cause of the reported issue was not determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation, it was reported that a cut in the sheeting on the cassette was noted. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be performed. The device was returned to baxter and the evaluation is complete. A visual inspection was performed with a cut in the sheeting noted. A leak test was performed and it was noted that the cassette was leaking. A clear passage test and clamp function test were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted